Event description:
The following has been reported: biomed reported: "fk pump serial # (B)(6) was giving the reported issue of "IV cassette not loading on the pump". There was no report of patient harm nor the stoppage of an active infusion. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.